Event description:
Info was received that during a refractive surgery, the surgeon made a shallow cut with the first pass of the microkeratome. The unit was rechecked and a second cut was made. At this point, perforation of the cornea was observed. There was no damage to the lens or the iris. Subsequently a second surgery was performed wherein epithelial ingrowth was cleaned from the underside of the corneal flap. The flap was then sutured in place. Final pt outcome: corneal transplant.